Event description:
As reported via (B)(4) study, a patient experienced four vessel dissections that resulted in thrombosis in one stent and a myocardial infarction (mi). The patient was initially admitted for angioplasty due to a positive stress test. The target lesion was in the distal rca to pda and was described as moderately calcified and 18mm in length. The reference vessel was 2.5mm and severely calcified. Pre-procedure timi flow was 2. The patient was given a loading dose of 300mg clopidogrel, and a 9ml bolus of angiomax followed by a 29ml/hr angiomax drip. Following balloon angioplasty with a 2.0 x 13mm apex balloon at 8atms, a flextome cutting balloon was used at 6atms causing a grade a vessel dissection. The dissection was treated with a 2.75 x 18mm cypher (lot 15121162). The stent was not post-dilated. Ivus revealed that the patient experienced another grade a dissection and thrombus formation, that resulted in an st elevation mi. The thrombus was aspirated, and the dissection was treated with a 3.0 x 28mm cypher (lot 15115422) that was implanted proximal to the first stent with overlap. Timi flow was 3 post-procedure, and the patient was released to the recovery room.

Manufacturer narrative:
While in the recovery room, the patient's st elevation worsened and he was returned to the cath lab. Ivus showed another grade a dissection proximal to the most proximal stent and the timi flow was 2. The dissection was treated with a 2.5 x 13mm cypher stent (lot 15127440) that was implanted proximal to the previous stents with overlap. Ivus again showed another grade a vessel dissection that was treated with the implantation of a 3.5 x 13mm cypher (lot 15113825) proximal to the previous stents with overlap. There was no further dissection and the patient's timi flow was 3. The st elevation and cardiac enzymes improved and the patient was discharged approximately 2 days after the index procedure. According to the investigator, the dissections and subsequent thrombus and mi were related to the index procedure and possibly related to cordis product. Concomitant medications: calcium 1800mg daily, since 2008, continuing; levoxyl 100mcg daily, since 2008, continuing; zetia 10mg daily, since 2008, continuing; aspirin 81mg daily, since 2008, continuing; nexium 40m daily, since 2008, continuing; estradiol 1mg daily, since 2005, continuing; cilostazol 100mg twice daily, since 2008, continuing; medroxyprogesterone acetate 2.5mg daily, since 2000, continuing; effient 10mg daily, (B)(6) 2010, continuing. Additional information will be submitted within 30 days of receipt. This is one of three products involved with this adverse event in which associated manufacturer report numbers are 3003742446-2010-00181, 3003742446-2010-00182 and 3003742446-2010-00183.

Manufacturer narrative:
Information received from the (B)(4) study indicated that a patient experienced a coronary artery dissection during stent implantation that resulted in a thrombotic event and myocardial infarction. The patient's medical history is significant for family history of coronary artery disease, peripheral vascular disease, hyperlipidemia, smoking within past 30 days, penicillin allergy, chronic reflux esophagitis, dyspnea, syncope, hypothyroidism, and depression. The indication for the procedure was a positive stress test. The target lesion was the distal right coronary artery (rca) to the posterior descending (pda). The distal rca was described as 18mm in length, 90% stenosed and heavily calcified. Pre-procedure timi flow was 2. The patient was given a loading dose of 300mg clopidogrel, and a 9ml bolus of angiomax followed by a 29ml/hr angiomax drip. Following balloon angioplasty with a 2.0 x 13mm apex balloon at 8atms, a flextome cutting balloon was used at 6atms causing a grade a vessel dissection. The dissection was treated with a 2.75 x 18mm cypher (lot 15121162). The stent was not post-dilated. Ivus revealed that the patient experienced another grade a dissection and thrombus formation that resulted in an st elevation mi. The thrombus was aspirated, and the dissection was treated with a 3.0 x 28mm cypher (lot 15115422) that was implanted proximal to the first stent with overlap. Timi flow was 3 post-procedure, and the patient was released to the recovery room. While in the recovery room, the patient's st elevation worsened and he was returned to the cath lab. Ivus showed another grade a dissection proximal to the most proximal stent and the timi flow was 2. The dissection was treated with a 2.5 x 13mm cypher stent (lot 15127440) that was implanted proximal to the previous stents with overlap. Ivus again showed another grade a vessel dissection that was treated with the implantation of a 3.5 x 13mm cypher (lot 15113825) proximal to the previous stents with overlap. There was no further dissection and the patient's timi flow was 3. The st elevation and cardiac enzymes improved and the patient was discharged approximately 2 days after the index procedure. A review of the manufacturing documentation associated with these lots presented no issues during the manufacturing and inspection processes. Coronary artery dissection and resulting thrombus and myocardial infarction are known potential adverse events associated with implanting coronary artery stents. Review of the information provided suggests that vessel/lesion characteristics and inherent risk involved with the procedure and cutting balloons may have contributed to the reported event. There is no indication that there is a design or manufacturing related issue therefore no corrective action is needed. This is one of three products involved with this adverse event in which associated manufacturer report numbers are 3003742446-2010-00181, 3003742446-2010-00182 and 3003742446-2010-00183.